Manufacturer narrative:
Three unopened samples from the same lot were returned for evaluation. A lot history review indicated no related component or manufacturing issues. All tray seals were examined and found to be completely intact and at least 1/4 inch wide around the circumference of each tray. There were no cracks in the tray, no visible breaches in the sterile barriers and no debris contamination in any tray. Under magnification, no surface irregularities were noted along the lengths of the catheters. The outer diameter of each catheter was measured and found to be within product specifications. Each sample was pressurized with a 6cc syringe and colored water by occluding the diatal end of the tubing with a padded clamp. No leaks were detected. This was repeated several times while exterting pressures above 40psi and the tubing could not be made to leak. The catheter flushed and aspirated normally. No defects were found and the catheters were free of abnormalities and functioned normally.

Event description:
It was reported that the catheter was in place only 3 to 4 days before phlebitis developed. It was reported that there was leakage at the exit site. The catheter was removed.